Event description:
It was reported that the patients charger would not properly align with the ipg and would not stop beeping when charging, due to the depth of the implanted battery. The patient underwent a pocket revision and the ipg remains implanted. The patient was doing well postoperatively.